Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4): the distal end of the lead was returned and analyzed and revealed that the electrode was damaged. It was also noted that the distal end of the lead was covered with blood and body tissue/fibrotic growth. The outer insulation was breach-cut and the proximal cable/coil conductor was covered with blood not obstructed, and distorted and kinked/buckled. Visual analysis revealed that the lead was damaged at implant. Analyst comment: no further helix testing was possible. The lead was returned as a distal segment, with the helix bent and stretched with a lead removal wire inserted. (B)(4).

Event description:
It was reported that during implant procedure the lead helix mechanism suddenly extended and got "jammed" in the tricuspid valve. The lead remained in the patient and surgical extraction was scheduled. It showed that it was not possible anymore to retract the helix mechanism. It was later reported that the lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that during implant procedure the lead helix mechanism suddenly extended and got "jammed" in the tricuspid valve. The lead remained in the patient and surgical extraction was scheduled. It showed out that it was not possible anymore to retract the helix mechanism.